Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. Investigation summary: bd received 96 samples and 1 photo for investigation. The customer provided photo displays the device packaging but does not show the reported defect. Twenty returned samples were visually inspected for cannula defects, including needle point integrity, and all samples passed with no evidence of damage or poor needle point integrity. Ten returned samples were tested for lube coverage, and all samples exhibited sufficient lube coverage on the IV cannula. Additionally, ten returned samples underwent functional tests to assess device functionality, and all samples passed with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for sleeve leakage and needle point integrity. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices leaked blood from np sleeve. Pain was also reported. There was no health impact or consequences reported.